Manufacturer narrative:
Visual and functional inspections were performed on the returned device and identified a leak coming from a tear on the outer member. The reported failure to fold (winged balloon) and difficulty removing the device were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to fold (winged balloon); however, the reported difficulty removing the device from the guiding catheter appears to be related to operational context. Factors that may contribute to a non-uniform balloon refold (winged balloon) include, but not limited to, large balloon profile and deflation technique. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use, states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. In this case, it is possible that the combination of the larger profile of the 5.00 mm balloon and the reported winged balloon contributed to the resistance met with the guiding catheter, resulting in the difficulty removing the bdc. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a main trunk. A 5x15mm trek balloon was not prepped (air aspiration) outside the anatomy prior to use. The device was advanced to the lesion and inflated once at 11 atmospheres for 10 seconds without issue. It took 2-3 seconds for the trek to deflate completely but it did not refold tightly back properly. During removal of the trek it kept getting stuck at the guiding catheter entrance. Therefore, the balloon and guide catheter were removed altogether as a single unit. There was no need for an additional balloon as the trek had completed what they needed for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.